Event description:
It was reported that a balloon pinhole occurred. The 90% stenosed target lesion was located in the non-calcified and mildly tortuous iliac artery. A 6.0 x 40, 75cm mustang catheter balloon was selected for pre-dilatation of the lesion. During the initial inflation at 6 atms, the angiogram showed contrast leakage from a pinhole. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).